Manufacturer narrative:
Product event summary: at analysis it was noted that the unit was received mechanically in tact, however an incoming test was not able to be performed as the unit shut down constantly. This was attributed to its super capacitors being worn. It was additionally noted that the lower case was damaged. The unit was cleaned and inspected, both super capacitors and the lower case were replaced and the device then passed testing on the automated test system.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.